Event description:
Although the customer called with a complaint of low bgs, customer stated that when customer tested their bgs the test reading was normal. Customer was transported by ambulance to the hospital and released the following day for symptoms of low bgs. Customer also stated they had trouble with no delivery alarms which after clearing customer continued to bolus giving more and more insulin. Customer stated that this was what they were taught during their training. Troubleshooting was performed. The pump tested ok. It was stated that the device had not been dropped, bumped, or exposed to moisture.